Event description:
In this event it was reported that an ankylose plus implant which was placed on (B)(6), 2011, was inserted too close to the nerve and lead to a paraesthesia one day post-op. The dentist took a dvt to visualize the trauma; she decided to wait one week to see whether the decreasing haematoma led to an improvement of the numbness. Since this was not the case the implant was extracted 13 days after placement, thus the pressure was reduced instantly. While the recovery is in progression it is still detectable. Since there is a fast improvement of the symptoms it can be assumed that the patient will fully recover.

Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.